Event description:
The complainant reported a 50-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The automated impella controller (aic) displayed ¿impella position unknown¿/ active error alarm alarms. A bedside ultrasound confirmed placement. Therefore, nurse was advised to swap the automated impella controller (aic). There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The investigation for the controller failure-red alarm has been completed. Available console data logs didn't include data from the day of occurrence. Review of available logs didn't reveal any observable anomaly with the console. The console was returned for evaluation. Visual inspection internal circuitry of the console didn't reveal any observable anomaly with the console. A know good pump and purge line was run with console and no observable anomaly noted. The root cause for the reported controller error could not be determined due to insufficient information and the failure not being reproducible. Added d9 device return date corrections to the initial MFR report: d2: updated common device name. D4: updated UDI number. G1: MDR reporting contact email.